Event description:
The patient had lead replacement surgery. During surgery they tried to re-insert the pin but impedance was still high. The surgeon replaced lead and reconnected existing generator. Coils on the old lead were too scarred down to remove. There is also a fragment of the old lead below the old coils that he couldn't remove as well due to scar tissue. New coils were attached below old coils and impedance was fine. Th explanted lead was discarded.

Event description:
It was reported that the patient went in clinic and device was found to have high impedance. X-rays were indicated to have been ordered and device was left on by the neurologist since the patient has not reported experiencing any pain or discomfort. Additional information was later received that the patient has not had any trauma. The device history records of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.